Event description:
It was alleged that a freeflow of amiodarone occurred during use on a pt. The pump alarmed "flo". It was noted that the pt's blood pressure dropped. There was no reported pt consequence.